Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient came into the office to investigate noise that was seen on the right atrial (ra) lead on a remote transmission. The most recent remote transmission showed multiple atrial high rate episodes that appeared to be due to oversensing on the ra lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.